Event description:
Patient was noted to have a faintly radiopaque linear radiodensity on a recent chest x-ray which was demonstrated as an abnormatlity within the vena cava on prior ultrasound and CT exams. The patient had a PICC line place at an outside facility over a year ago. Patient was admitted to special procedures for removal of foreign object. The wire appears to be an obturator related from PICC placement. The patient stated he had a PICC line for 30 days. Patient tolereated the removal procedure well.